Event description:
The 23mm sapien valve was deployed 30/70 aortic/ventricular, with resulting moderate-severe central aortic insufficiency (cai) as well as moderate-severe paravalvular leak (pvl). The initial valve placement was 60/40 a/v. This native valve was moderately calcified. The native annulus area measured 300mm² by CT. There was good coaxial alignment of the valve and delivery system before deployment. The post deployment regurgitation was reported as most likely due to native leaflet overhang. A second sapien valve was then placed 50/50 in relationship to the native valve, resulting in trace paravalvular leak.

Manufacturer narrative:
Additional information indicates that the reason for the initial slightly aortic position of the valve was due to the two stage deployment that was used. The valve was partially inflated, contrast was injected, and the valve was adjusted and fully deployed. A pacing run was performed at partial deployment. The valve started 60/40 aortic/ventricular and it was attempted to get to 50/50. Too much of a manual movement from the surgeon positioning the delivery system/valve was the perceived cause of the movement of the valve from aortic to too ventricular. It was an over correction on the physicians part. The image intensifier angle (iia) was considered good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Technical summary written by edwards, ¿simulation of low placement causing thv regurgitation¿ was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the cai was most likely caused by the too ventricular placement and native leaflet overhang, and the pvl was also likely due to the too ventricular position of the valve. The cause of the too ventricular placement is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.